Event description:
Pt reported there was dampness in the cartridge compartment of the infusion device on (B)(6) 2011, and she dried the cartridge compartment with a cloth. Pt began to experience elevated blood glucose of up to 200 mg/dl on (B)(6) 2011, and she believes the insulin delivery of the infusion device is too low. She felt sick and corrected hyperglycemia using the infusion device and an insulin pen. The cartridge is changed every 3-4 days, the infusion headset every 1.5-2 days, and the infusion tube every 6-8 days. Pt was referred to the user's guide. Pt did not have an infection or start new medication, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.